Manufacturer narrative:
Upon receipt at boston scientific's post market quality assurance laboratory, the device header was examined. The ra and rv setscrews were returned in the up position. The ra and rv retainer rings were bent upward and the hex slot rounded. The observed rounding of the setscrew hex slot is characteristic of that caused by incomplete or improper insertion of the torque wrench either during seating or unseating of the setscrew. All other setscrews moved freely and operated normally. The device was put through and passed a series of automated diagnostic testing; including longevity. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of detailed tests were also performed to measure the electrical performance of the device. Normal function was observed and the device did not exhibit any anomalies.

Event description:
Boston scientific received information that during the explant of this device for normal battery depletion, difficulty retracting the right atrial and the pace/sense, right ventricular setscrews had been exhibited. It was further reported that multiple torque wrenches had been used; however, the physician remained unable to release the setscrews. Both leads were ultimately replaced and the device returned for a post market assessment. No boston scientific field representative was present at the procedure but called upon to return the product. When the representative found the device, the setscrews appeared untouched and retraction performed with minimal effort. The physician was present and conceded this to have been use error during the procedure and stated no alleged product malfunction. Additionally, no adverse effects were reported prior to or during the procedure.